Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. Method & results: -device evaluation and results: the product, or photographs of the product, were not provided for evaluation. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: it was reported that the shipper box and inner contents were damaged. Only 1 ten-pack was present within the shipper box. The 1 ten-pack had liquid discolouring the outside of the ten pack. It is unknown how many units within the ten pack were damaged. Damage to the shipper box is also reported. It would appear from the information provided that the ten pack was damaged during transit. The shipper box is designed to contain two ten packs. A single ten pack within a shipper box is free to move within shipper box. It is unknown if the ten pack was supported by packaging filler such as bubble wrap. Further information such as photographs, if an odour was present at the time of discovery and if bubble wrap was used to fill the shipper box are needed for determining a route cause. No further investigation is possible at this time. If additional information, such as photographs, becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
One box of simplex with tobramycin was damaged. Update: 5/26/2017: the outerbox (fedex box) and inner contents were damaged. There was liquid and it was discoloring the box on the outside of the box. They discarded the box. It was only one box. There was only 1 box in a package that usually contains 2. It is unknown how much product was damaged. The only known fact is that there was liquid that leaked and discolored the box on the outside of the box.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
One box of simplex with tobramycin was damaged. Update: 5/26/2017: the outer box ((B)(6) box) and inner contents were damaged. There was liquid and it was discoloring the box on the outside of the box. They discarded the box. It was only one box. There was only 1 box in a package that usually contains 2. It is unknown how much product was damaged. The only known fact is that there was liquid that leaked and discolored the box on the outside of the box.